Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the patient¿s annulus was ruptured and the patient expired. The cause of death was annular rupture and cardiac tamponade due to severe aortic calcification. An autopsy was not performed. Per report and medical records received, after the 26mm valve was deployed the patient developed acute hemodynamic decompensation with refractory hypotension which did not respond to increasing vasopressor support. A decision was made to place the patient on bypass. The patient had several runs of ventricular tachycardia and received seven shocks, IV amiodarone in addition to pressors and CPR; the patient returned to sinus rhythm. The patient¿s systolic blood pressure increased to 240mmhg as pressors circulated. Rapid ventricular pacing was initiated to decrease blood pressure. Next, a root aortogram showed poor left anterior descending (lad) filling; mildly bulging ascending aorta; and there appeared to be a blood clot in the proximal lad. Echo showed decreased pump function and an aortic root hematoma. The aortic dissection extended into the lad and the hematoma compromised flow into the lad and left circumflex. Two bare metal stent were deployed in the lad. The patient stabilized after the stents were placed; 2 units of packed red blood cells (prbc) were transfused. A transesophageal echocardiogram (tee) showed a pericardial effusion. The surgeon performed a pericardial window and bleeding was removed. The surgeons discussed the possibility of transferring from bypass to centrimag but decided against it as that would require full anticoagulation and that would increase the size of the hematoma. Upon attempting to remove 24fr sheath, the surgeon felt resistance so the sheath was left in place until after weaning from bypass. Angiogram after sheath removal did not look like an iliac dissection. Towards the end of the case, a mild protuberance of the abdomen was noted and the patient required more blood products; a total of six units of prbcs were transfused. The aortic hematoma also appeared larger by echo. The surgeons discussed converting to open heart surgery, but did not feel the patient would survive. The patient was maintained on bypass for approximately three hours with two attempts at weaning during neither of which he was able to maintain stable hemodynamics. On the second attempt he was noted to have low volume despite volume loading and transfusions. The physicians reviewed the sources of blood loss and ultimately felt this was multifactorial with transfusion related dilution, blood loss in the pericardium and at cutdown sites and possibly at multiple areas of large sheaths in the setting of early disseminated intravascular coagulation (dic). Given the patient expressed wishes for limits of care, a high sts risk score, comorbidities, and inability to maintain perfusion pressure bypass was stopped and the patient expired.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the information available suggests patient and procedural factors caused or contributed to this event. There is no indication this was a result of valve malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.